Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were stuck and not working, after the customer took the insulin pump into the shower. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response down arrow button due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked lcd window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot and moisture damage on lcd board noted during visual inspection.